Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that threads on reservoir compartment and the battery compartment have pulled down making it difficult to put battery cap and infusion set in the insulin pump. Customer¿s blood glucose level was unknown at the time of incident. Customer stated insulin pump rejected new batteries, had random no delivery alerts. The insulin pump will not be returned for analysis.